Event description:
Caller reported experiencing difficulties with the pump's quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no reported impact on the customer's blood glucose level due to this issue. Technical support instructed the caller to ensure the pump was not connected to a power source and provided guidance on how to press the button correctly. Despite these efforts, the button remained difficult to press, leading to the decision to replace the pump. The customer was informed about the replacement process, and arrangements were made to return the problematic pump. The new pump was confirmed for shipment, and the customer was instructed on how to return the defective unit.